Event description:
Per the clinic, the device was explanted on (B)(6) 2022 because of a psychiatric emergency. The patient threatening suicide unless it was removed.

Manufacturer narrative:
This report is submitted on june 3, 2022.